Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging that her onetouch verio flex meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr following a review of the initial call recording. The patient reported that the subject meter began to read inaccurately at an unspecified time during the week of ¿(B)(6) 2018¿ when she obtained the alleged inaccurately high result of ¿16.0 mmol/l¿ compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with metformin (two tablets a day) and forxiga (dose not specified) and she reported that, in response to the alleged inaccurately high reading obtained, she ¿cut down her food intake in hopes of lowering her readings¿. The patient reported that, at an unspecified time after the start of the alleged product issue, she began to develop the symptoms of feeling ¿shaky, weak and tired¿ and that these symptoms continued for a week. The patient also stated that she was ¿nervous about the readings¿ and ¿spent a lot of time in bed¿ because of the high readings. The patient attributed the reported symptoms of feeling ¿shaky, weak and tired¿ to low blood glucose. On (B)(6), the patient attended her doctor¿s office where her doctor ¿temporarily¿ increased her metformin dosage to ¿3 tablets a day¿ though, the patient stated that this increase in medication was due to ¿an unrelated illness¿. The patient also stated that this increase in medication failed to bring her readings down and as a result she returned to her usual diabetes management routine after a ¿couple of days¿. The patient denied testing her blood glucose on any other device. During troubleshooting, the csr verified that a control test was not manually selected, the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurately high blood glucose reading with the subject meter.